Manufacturer narrative:
Only the pump was returned for analysis. Infusion history was gathered and laid out in excel for a timeline of events. As received, the pump reservoir was empty and left running in simple continuous infusion mode. The pump logs were gathered with no anomaly noted. Dispense testing passed. A volume infusion test was performed for 28 days. Volumes gathered from this test were for engineering purposes. The volume infusion test readings were within what was recommended in the clinical reference guide. Result code no longer applies.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2004 (B)(6); product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen (4000 mcg/ml at 2099.1 mcg/day) via an implanted pump. The indication for use was intractable spasticity. The patient's medical history included cerebral palsy. On (B)(6) 2015, it was reported that beginning on approximately (B)(6) 2015 there had been increasing residual volumes at refills. Per the patient's mother as much as 10 ml more than expected had been withdrawn at a refill. Also per the patient's mother, the patient's spasticity in one had seemed a little worse, but overall his spasticity was still controlled. There was no objective evidence of increased spasticity in his hand or other extremities. On (B)(6) 2015, the expected volume was 19 ml; the actual volume was 24 ml. In (B)(6) (exact date unknown by reporter), a rotor dye study was done along with a catheter dye study. There were no abnormalities noted at the dye study. In light of the normal dye study, they elected to change the pump. The issue was resolved. The patient status was reported as "alive-no injury."

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider reporting the cause of the observed volume discrepancies was apparently pump failure. The residual volumes were much higher than what the pump printout stated. The pump was sent for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.